Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and weakness. The patient had a echocardiogram performed. The patient's heart rate was observed to be 34 beats per minute. An implantable pulse generator (ipg) program check was to be arranged for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.